Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 474 mg/dl. The customer's current blood glucose is 120 mg/dl. The customer did experience the symptoms such as nausea and shivering. The customer was treated by intravenous insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported bolus wizard is programmed accurately. Troubleshooting was done for high blood glucose and under delivery. The customer was using auto mode. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer declined to perform the high pressure test based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.